Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23118 and 23138 errors were found on axis 2, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23138 error was present during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the pitch module motor was found to be the potential root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted urology surgical procedure, customer encountered hard errors 23118 and 23138 on universal surgical manipulator (usm) 3 axis 2. The system was power cycled and restarted but issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse confirmed the customer disabled usm3 prior to anesthesia being administered and the usm was replaced the same evening.